Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 86 mg/dl. The customer stated that they had changed the needle and noticed the insulin pump was blank display. The customer reported that the display was flashing white. The troubleshooting was performed and was advised to insert a new (B)(6) battery and the display was not returned. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank solid white light on the display due to cracked lcd glass. Device was received with broken off the belt clip rails, cracked select button keypad overlay and scratched case.